Manufacturer narrative:
Occupation: supervisor. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in the patient's kidney for nephrostomy drainage. The patient came in for a routine drain exchange and the device was confirmed to be leaking at the hub. The drain was exchanged as planned. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Although requested, the exact date of event is unknown.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One 8.5fr mac-loc catheter was returned for evaluation in used condition. Biological matter was present on the device. The shaft was separated 2mm from the hub and the stopcock was disconnected. A leak test was conducted and was unable to confirm the presence of a leak in the device. Tug and twist tests revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture string was found normal in the threads. The flare appeared lopsided and had a lip, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Additionally, a document based investigation evaluation was performed. Based on the review of current documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record showed no relevant nonconformances that could have contributed to this failure mode. It should be noted that there was one other complaint associated with lot 8858305 for tubing separation. The instructions for use (IFU) advises the user to inspect the product prior to use to ensure that no damage has occurred. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Corrected data: g4: additional clarification from the manufacturer's representative identified the original manufacturer received date was 18sep2018 and not 27sep2018. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.